Manufacturer narrative:
The device was not returned, however, the reported allegation of chipped off dilator tip was confirmed based on media provided. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure indicated for a case of atrial fibrillation (a fib), a versacross connect for faradrive kit was selected for use. Upon opening the kit, it was noted that the dilator tip had a little piece chipped off the end. The piece at the end was still attached but could have fallen off. Hence the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. No other issues were reported.

Event description:
It was reported that during a pulmonary vein isolation procedure indicated for a case of atrial fibrillation (a fib), a versacross connect for faradrive kit was selected for use. Upon opening the kit, it was noted that the dilator tip had a little piece chipped off the end. The piece at the end was still attached but could have fallen off. Hence the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. No other issues were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.